Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd legacy pump fed medical fluid inadequately. No adverse effects reported.

Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved delivery accuracy testing and showed the device delivered within manufacturing specification of +/- 6%. On further investigation, no problems were found with the fluid delivery or accuracy of the pump. Sensor testing found the downstream occlusion sensor alarm lower than specification. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.